Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient was in clinic for follow-up, noise was observed on the right ventricular lead. Lead noise was reproducible with arm movements. The physician elected to monitor the patient with no changes. The patient was asymptomatic.